Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow displays the error message "head error". A getinge service technician was on site to repair the affected rotaflow on 2021-05-21. The technician replaced the 701034051 rf (rotaflow) control board pcba kit and 701011681 rf flow measure pcba. After the replacement the "head error" is still displayed on the rotaflow. It was found that the 70102.2161 rotaflow drive needs to be repaired. The investigation of the rotaflow drive will be handled in complaint (B)(4). The rotalow console is working as intended. The product in question was produced in 2014-11-01. The review of the non-conformities has been performed on 2021-07-07 for the period of 2014-11-01 to 2021-07-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on these investigation results the reported failure could not be confirmed for the rotaflow console. . However the failure mode "head error" can be linked to the following most possible root causes: 1. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. 2.connection issues between the rota flow console and the drive can lead to a head error, for example defective pins. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested, but not yet received.

Event description:
It was reported that a rotaflow displayed the error message ¿head error¿. Complaint ID: (B)(4).